Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range pacing impedances and high thresholds one day post implant. The patient is not pacemaker dependent. Surgical intervention was performed and the lead was repositioned which resolved the issue. The physician however elected to explant and replace the lead. The device remains in service.